Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4).0707588 this follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02027-2. D10: medical products: item#: 113628, comp primary stem 8mm mini; lot#: 092560, item#: 110031418, bearing standard 36 mm diameter; lot#: 64299880. H6: component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record 0 identified no deviations or anomalies during manufacturing related to the reported event.radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a reverse-type left shoulder arthroplasty is present. The glenoid implant appears unremarkable. There is subluxation of the humeral implant with widening of the prosthetic glenohumeral space seen on the ap view. There is also a mildly displaced fracture of the proximal humerus of uncertain acuity with proximal humeral cerclage wire fixation. Bone quality is osteopenic. It remains that a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02026, 0001825034-2021-02027. Medical products: item#: unknown, ext-bearing-humeral bearing-unk; lot#: unknown. Item#: unknown, ext-humeral stem - unk; lot#: unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately eighteen (18) years ago for unknown reason. Subsequently, the patient was revised approximately two (2) years ago. The patient underwent a second revision approximately three (3) months after first revision due to prosthesis subluxation and tuberosity fracture of their humeral head.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02026-1, 0001825034-2021-02027-1. Investigation remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.